Event description:
It was reported to philips the device will not power up. There was no patient involvement or harm. This event was reported to have occurred during performance verification testing (pvt). There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated there is good power to the power supply- the power is not out. The rse provided the customer with the part number for the power supply. Following the evaluation of the device, the customer replaced the power supply and battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.